Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced an event of leakage with an infusion set after being used for 1 day as there was a small hole in the tubing. There was no stress or pull reported on the infusion set tubing. The leakage was at the begining where it is attached to reservoir. The tubing had not come apart. No further information available.